Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention products and return urine sample. Retention devices were tested in-house clinical hcg negative urine samples; all hcg results were negative at 3 minutes read time and met qc specification. No false positives were obtained. Return patient urine specimen were tested with retain strips, the test results showed hcg negative at read time and met qc specification. No false positives were obtained. Mfg batch record review did not uncover any abnormalities. No problem found. Review of complaint trending indicates this is the only complaint reported on the lot.

Event description:
It was reported that on (B)(6) 2016, the patient's urine was tested on the henry schein hcg dipstick x2 and produced a positive result x2. A qualitative blood test was performed and produced a negative result. Two days later on (B)(6) 2016, the patient's urine was retested and produced a negative result. It was determined that the patient was not pregnant. No further information was provided.